Manufacturer narrative:
Medtronic received additional information that the reason for replacement of this 30mm mitral annuloplasty ring, was due to a failed repair of the mitral valve. Post implant there was severe regurgitation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 30mm mitral annuloplasty ring, it was explanted and replaced with a 31mm bioprosthetic valve. The reason for valve replacement was not reported. No additional adverse patient effects were reported.